Event description:
It was reported that this lead was not successfully implanted due to mannitol coating was missing after removing from the catheter. Additional information indicated that the lead tip helix was extended. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The electrode end damage was confirmed as visual inspection showed a stretched out helix, likely due to induced implant damage during surgery procedure. Also, no mannitol present on helix when returned in the laboratory. The unintended use error was based on the analysis finding of induced damage (stretched helix). The observed damage is not deemed to indicate a product defect or malfunction.